Manufacturer narrative:
A cardioquip customer submitted an hpc test as part of their hospital's preventative maintenance. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer perform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. The customer chose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection have not been received by cardioquip yet.

Event description:
A cardioquip customer submitted an hpc test as a part of their hospitals preventative maitenance. Hpc test results outside of cq specifications for water quality were received on 03/05/2026, indicating device contamination. No patient involvement was reported.